Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis on (B)(6) 2018. The customer blood glucose level was over 600 mg/dl at the time of incident. Customer also experienced a low blood glucose and the low blood glucose value was 38 mg/dl. Customer treated with carbohydrate for a low blood glucose. The customer was assisted with troubleshooting. Customer experienced multiple blood glucose levels such as 633 mg/dl and 700 mg/dl. The customer was treated with insulin and insulin drip during hospitalization. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer stated that the symptoms related to high blood glucose such as difficulty in breathing. Customer reports they contacted their health care professional regarding the high blood glucose. The insulin pump will be returned for analysis.